Event description:
The customer reported via phone call that he his blood glucose had been in the 300's and 400's mg/dl. Customer's current blood glucose was 282 mg/dl. Customer stated that when he inputs carbs into the bolus wizard, it told him that he was out o the bolus range. Customer treated with the pump. Customer declined further troubleshooting for high blood glucose. Customer stated that the pump was not giving him all of the insulin. Customer reported that there is a series of 3 beeps and the pump says no delivery. Customer also stated that the pump will be on suspend and he had to resume multiple times to get all of his insulin. Customer stated that he sits when he inserts, but it is suggested that he stands so that he does not hit muscle. Customer was advised that by not following product manual instructions, it can lead to no delivery alarms and high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.